Manufacturer narrative:
The device was returned to olympus for inspection and testing. The customer's complaint was not reproduced. However, the repair center found a noisy image due to a defect camera cable. Additionally, the outer sheath of the cable was found cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer called olympus to report a bad contact at the connector (cable breakage). The image disappeared temporarily and gave interference when the cable was manipulated. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient injury.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it was likely due to a damaged cable. The following is included in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.¿

Event description:
The customer provided additional information on 11-oct--2022: the exact date of occurrence is unknown, but the event likely happened around (B)(6) 2022. The bad contact only happened occasionally, so it is likely the procedure was completed with the same device.